Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment "that it is often or sometimes difficult to advance and to remove the device. In his opinion the transition from distal guide to proximal guide is too angular and makes advancing more difficult". The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The number of patients, procedures, and number of proglide devices used was not provided. The physician is reportedly trained in the use of the proglide device. No additional information was provided.